Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reported that there was no wave form present. Therefore the micro sensor was removed and replaced.